Event description:
Distal tip of sheath (approx. 10cm) burnt off and left inside pt's long saphenous vein. Surgical intervention (cut-down) was required to retrieve fragment. No other complications reported.

Manufacturer narrative:
Awaiting return of device in order to carry out eval. Follow up will be submitted once eval is complete.